Event description:
It was reported that stent dislodgement occurred. During preparation, a 4.00 x 32mm synergy xd drug-eluting stent was opened; however, it was noted that the stent was defective and was dislodged. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
The synergy xd mr ous 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The crimped stent was fully secured on the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft identified a kink at 83cm distal from the strain relief. A visual and tactile examination of the shaft polymer extrusion profile identified no issues.

Event description:
It was reported that stent dislodgement occurred. During preparation, a 4.00 x 32mm synergy xd drug-eluting stent was opened; however, it was noted that the stent was defective and was dislodged. The procedure was completed with another of the same device and no patient complications were reported.